Manufacturer narrative:
Date rec¿d by MFR: 25may2019. A touchscreen was return for analysis. An investigation was performed and the reported issue was duplicated. Root cause was isolated to the touchscreen was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. Philips field service engineer (fse) confirmed the reported issue. The fse replaced the touchscreen to resolve this issue.

Event description:
The customer reported that the touch display was not working. There was no patient or user harm reported. The event date was not specified; estimate used.